Event description:
Consumer called to report getting erratic readings with her logic meter. Analysis run on clark error grid using mean avg reading (180) as reference point vs. Bd readings (52, 152, 351, 166) yielded some data points int he c range of the grid, outside acceptable limits.